Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer (person) postal code = (B)(6). E3: customer occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of an 'ncircle delta wire tipless stone extractor' stopped opening and closing as intended during a flexible ureteroscopy, holmium laser lithotripsy, and stone removal procedure. The device was tested prior to use and functioned normally. After retrieving approximately 7 stones, the basket stopped functioning. The user complete the procedure with a new like-device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Corrected information: d4.h6: component code (annex g). Investigation evaluation. Description of event: as reported, the basket of an 'ncircle delta wire tipless stone extractor' stopped opening and closing as intended during a flexible ureteroscopy, holmium laser lithotripsy, and stone removal procedure. The device was tested prior to use and functioned normally. After retrieving approximately 7 stones, the basket stopped functioning. The user completed the procedure with a new same like-device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned for investigation, in opened packaging. Damage is visible at the distal tip; the basket formation is inoperable and outside of sheath. Under magnification the sheath appears burnt or melted near the distal tip. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A complaint history database search showed 6 other related complaints associated with the failure mode for the complaint device lot; all complaints occurred at the same customer entity. Cook has concluded there is not a trend on the types of failure that occurred on this lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Product label (instructions for use). Cook also reviewed product labeling. The product IFU, includes the following: "precautions: this device is conductive. Avoid contact with an electrified instrument". The complaint was confirmed. The device was reportedly used in a holmium laser lithotripsy, it is not known if the laser came into contact with the complaint device. Cook has concluded a cause for the issue could not be established, however it was not possible to rule out in advertent user error as the basket sheath appeared melted on the returned device. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.